Event description:
A three-year-old male pt with a rare intestinal condition, at different times, had two different sizes of the MFR's transgastric jejunal (tj) feeding tube in place for a total of 11 weeks. The child also had a jejunostomy tube in place for an extended period of time. The MFR of the jejunostomy tube is unk. The first tj tube (30cm device) was inserted while the jejunostomy tube was still in place. However, due to peristaltic motion the tj tube was dislodged from its correct position after approx two weeks. It was removed and replaced with a 45cm tj tube. After insertion of the second tj tube the child's condition was improving as evidenced by weight gain and adequate delivery of medications. This obviated the need for the jejunostomy tube and it was removed. The placement of the jejunostomy tube secured the child's jejunum to the abdominal wall. Initially, there was no impact on the child's health following the removal of the jejunostomy tube. A few weeks after the removal the child's condition began to slowly deteriorate and he was returned to the hospital on the weekend by his parents. The child's condition did not meet hospital guidelines for immediate intervention relating to problems with stomach residual and the child and his parents were sent home and told to return monday. When the child was returned to the hospital an exploratory laparoscopic procedure was performed. During this procedure it was noted that the first part of the small bowel had rotated and there was massive nercrosis. The child died from these complications. It is not known if the rotation of the bowel was due to the removal of the jejunostomy tube or due to the child's underlying medical condition. The physician indicated that there was no malfunction with either of the MFR's transgastric jejunal feeding tubes and there was no link between the use of either device and the death of the child. The MFR does not believe that this is a reportable event, but since an assessment report for this incident was filed by the authorized rep, the co is also filing this report.